Event description:
Boston scientific crm received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), this patient had a stroke which resulted in left-sided paralysis. Defibrillation threshold testing (dft) had been performed. Both days prior to the implant procedure the patient was in chronic atrial flutter and had been cardioverted. There were no allegations against the device from the implanting physician.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.